Event description:
The user received questionable free thyroxine (ft4) and thyrotropin (tsh) results for three samples from one patient. Of the data provided, two samples were retested. On (B)(6) 2012, the initial ft4 result was 25.5 pmol/l and the initial tsh result was 1.0 mie/l. The sample was sent to another laboratory and was tested on a delfia system on (B)(6) 2012. The ft4 result was 15.9 pmol/l and the tsh result was 4.06 miu/l. On (B)(6) 2012, the initial ft4 result was 26.0 pmol/l and the initial tsh result was 0.54 mie/l. The sample was sent to another laboratory and was tested on a delfia system. The ft4 result was 15.2 pmol/l and the tsh result was 1.71 miu/l. All results from the cobas e601 were reported outside the laboratory. The laboratory physician evaluated the results and thought the ft4 results were too high. The patient was not adversely affected. The ft4 reagent lot number was (B)(4) and the tsh reagent lot number was (B)(4). The expiration dates were not provided.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This event occurred in (B)(6).

Manufacturer narrative:
One sample from the patient was tested as part of the investigation. The results from a competitor method verified the results obtained by the customer. The sample was further tested and an interfering factor to streptavidin was identified and was most likely the cause. This interference is described in the product labeling. The patient was not harmed.